Event description:
It was reported that the insulin pump had multiple error alarms during the manual prime and insulin was noted to be squirting out. Customer stated that there was damage on the outer lip of the reservoir and the compartment looked worn down. The drive support cap was noted to be sticking out. It was noted that the sensor did not detect the reservoir and there was cracks on the right corner of the display. Customer's blood glucose reading at the time of the call was 159 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was also received with a cracked display window, a cracked case at the display window corners, cracked battery tube threads, a missing reservoir tube o-ring, broken reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.